Event description:
The MFR received info alleging a ventilator failed a step during testing. There was no harm or injury reported.

Manufacturer narrative:
The ventilator was returned to the MFR for eval and the customer's complaint was confirmed the device was recalibrated to address the issue.